Manufacturer narrative:
Pending investigation. D10: a591741 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. A496845 - 315-35-00 - glnd kwire. A375272 - 320-01-38 - equinoxe reverse 38mm glenosphere. A649446 - 320-10-00 - equinoxe reverse tray adapter plate tray +0. 6652890 - 320-15-02 - rs glenoid plate sup aug, 10 deg. A609952 - 320-15-05 - eq rev locking screw. A588953 - 320-20-00 - eq reverse torque defining screw kit. A562816 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S457712 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S457212 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. A027220 - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. A549765 - 320-38-00 - equinoxe reverse 38mm humeral liner +0. 6605268 - 321-52-07 - 3.2mm drill bit sterile. 7029542 - 321-52-09 - 3.2mm k-wire, trocar tip.

Event description:
As reported, approximately 5 months and 6 days post the initial left total shoulder arthroplasty, the patient underwent a revision procedure. The patient presented with pain. The shoulder was opened to investigate. Frank pus was found in the joint. All implants were removed and a cement spacer was placed in situ to treat the infection. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information: h3 - the revision reported was likely the result of infection. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The wear noted on the explanted humeral liner is likely the result of impingement with the scapula secondary to a malpositioned glenoid baseplate. However, this cannot be confirmed as the devices were not available for evaluation.